Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported system fault could not be confirmed, however, device inoperable was confirmed. Visual inspection of the device revealed contamination. The main circuit board was replaced to resolve the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence, an investigation determined that the reported complaint was due to contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (system fault) and was inoperable. There was no patient harm or an adverse event reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the complaint. Visual inspection of the device revealed contamination. The main circuit board was replaced to resolve the issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (system fault) and was inoperable. There was no patient harm or an adverse event reported as a result of this incident.